Manufacturer narrative:
(B)(4).

Event description:
Customer allegedly received the following results, with two different roche meters, within 10 minutes: 192 mg/dl (aviva (B)(4)) and 92 mg/dl (aviva (B)(4)) no actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.